Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient management database application report displayed that the device was at recommended replacement time (rrt), but the report was showing longevity of less than one month. The application remains in use. No patient complications have been reported as a result of this event.